Event description:
The customer reported that an 840 ventilator had a blank display. No pt involvement. Covidien tech support engineer (tse) troubleshot this issue with customer over the phone. The customer will troubleshoot the gui to bd cable and the gui cpu pcb. Covidien was not authorized to service the device.